Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr informed the hp to start over with new supplies or use manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient stated that she did not develop any adverse reactions or need any medical intervention. The hp stated that the cause of the alarm was that she had accidentally left one of the clamps open on her line. The hp stated that after starting over with new supplies she was able to perform therapy without any complications. The hp also stated this was an isolated event.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.